Manufacturer narrative:
(B)(4). The complaint 900mr810 adult heated wall reusable breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A consumer in (B)(6) reported that two 900mr810 adult heated wall reusable breathing circuits were damaged during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint 900mr810 adult heated wall reusable breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A consumer in (B)(6) reported that two 900mr810 adult heated wall reusable breathing circuits were damaged during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: section d9 device available for evaluation? No. Section h3 device evaluated by manufacturer? Other. Method: the complaint 900mr810 adult heated wall reusable breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the photographs provided revealed that the tubings of the 900mr810 adult heated wall reusable breathing circuits were damaged. Conclusion: without the complaint devices, we are unable to determine the cause of the reported malfunction. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A consumer in florida reported that two 900mr810 adult heated wall reusable breathing circuits were damaged during use. There was no reported patient consequence.